Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulty occurred. Access was gained via the femoral artery. The de novo target lesion was located in the moderately tortuous and severely calcified right coronary artery. The 2.25x20mm taxus liberte atom monorail stent delivery system was advanced, but it was unable to cross the target lesion. The procedure was completed with another of the same device with no patient complications. The patient was reported to be in "stable" condition post procedure. However, product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a taxus liberte monorail with no original packaging. The stent delivery system with stent was visually, tactilely and microscopically examined along the entire length and revealed distal stent damage and tip damage. The stent had two distal struts stretched and extending back at 45 degrees. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)